Event description:
While performing endoscopic retrograde cholangiopancreatography (ercp) with c-arm, the c-arm lost image, and we were unable to correct with assistance of radiology and biomed staff. Procedure was terminated and will be repeated the next day. Vendor (siemens) contacted for urgent equipment repair. Manufacturer response (as per reporter) for radiographic imaging devices, arcadis avantic.seimens found the power supply to be faulty. Replaced it and device tested ok

Event description:
While performing endoscopic retrograde cholangiopancreatography (ercp) with c-arm, the c-arm lost image, and we were unable to correct with assistance of radiology and biomed staff. Procedure was terminated and will be repeated the next day. Vendor (siemens) contacted for urgent equipment repair.seimens found the power supply to be faulty. Replaced it and device tested ok

Event description:
While performing endoscopic retrograde cholangiopancreatography (ercp) with c-arm, the c-arm lost image, and we were unable to correct with assistance of radiology and biomed staff. Procedure was terminated and will be repeated the next day. Vendor (siemens) contacted for urgent equipment repair. Manufacturer response (as per reporter) for radiographic imaging devices, arcadis avanticseimens found the power supply to be faulty. Replaced it and device tested ok